Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product may have developed an infection. It was reported that the patient noticed mild drainage from the wound and was suspected to have wound infection. The patient was given oral antibiotic as treatment. There were no additional adverse patient effects reported. The product remains implanted.